Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving clonidine (1650-1850 mcg/ml at 859.1-963.2 mcg/day), bupivacaine (30 mg/ml at 15.619 mg/day) and dilaudid (7.5 mg/ml at 3.9048 mg/day) via an implantable infusion pump. It was reported that a dye study was performed due to the patient having increased pain. During the study they were able to get some fluid but not all of the fluid in the catheter so the doctor decided to not push dye into the catheter. The caller stated that the patient was due for a pump replacement very shortly and at the time they plan on doing a surgical exploration into the catheter to see if it's intact or if there's any issues. The patient's medication was lowered and they would be supplemented on oral medication.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-aug-2021 from the healthcare provider via a company representative who reported that the patient¿s was nearing end of life. The patient didn¿t have any signs or symptoms. While replacing the pump physician was unable to aspirate from the catheter access port. The physician performed a dye study on (B)(6) 2021 and saw tear in catheter where it entered the spine. The old catheter was partially removed, the physician was unable to remove the whole catheter, and a new catheter was placed with a new pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.